Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation around his ribs. It was reported that the irritation was raw and bleeding. The patient's physician advised the patient to use cortisone cream on the irritation. After using the cream along with peroxide the patient's irritation improved.